Event description:
During an upper endoscopy procedure, the physician used a cook endoscopy tri-clip endoscopic clipping device. The physician advanced the device through the accessory channel of the endoscope. The handle spool and stem separated during an attempt to close the clip onto the tissue site. At this time, the opened clip detached in the patient and was retrieved with a snare. The patient did not require an additional medical procedure due to this occurrence. The condition of the patient was reported to be good.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. The handle spool and stem have separated and the clip was not included in the return. Dried bodily fluids were noted in the catheter near the distal tip. No other discrepancies were noted. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for the reported observation. The condition of the device prohibited a full evaluation. The separated handle prohibited a functional test to check for proper workability. Therefore, the reason for premature clip deployment is unable to determined. A separated handle can occur if the device experiences excessive pressure during use and/or general handling. A separated handle can occur if the luer lock is not properly connected to the handle after exposing the clip for deployment. Failure to make this connection secure can cause the handle to separtate if the device is held at an angle and excessive pressure is applied to this portion of the handle assembly. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Additional information provided with the report indicated the clip release tab was not removed from the handle assembly before the clip reached the desired site. Premature deployment of the endoscopic clip can occur if the clip release tab is removed from the handle assembly before the clip has reached the desired tissue site. The instructions for use for this product line instruct the user to remove the clip release tab when the targeted position is reached endoscopically. Corrective actions: a corrective action has been implemented in an effort to reduce occurrences of handle separation. This product was manufactured prior to the implementation. It is possible product handling conditions could have contributed to premature clip deployment and handle separation. No further corrective action warranted at this time. Prior to distribution, all tri-clip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. A review of the device history record confimred that this lot met manufacturing requirements prior to shipment.